Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and an opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening, and a non-penetrating nick. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior side due to an unidentified (tear) opening, and a non-penetrating nick in the posterior side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.